Manufacturer narrative:
(B)(4). M54p98. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: please confirm the lot number provided as is not valid for this product code. The correct lot number is m4hw5d. Where within the gap setting scale was the orange indicator prior to firing? All the way to the end, within the green zone. What confirmation was received that the device was fully fired? Tactile feedback of the washer being cut. Was the staple line complete? Couldn't visibly tell. What was the shape of the staples (b-formation, irregular, legs straight)? Couldn't visibly tell. Was the cut line fully circumferential around the target tissue? Couldn't visibly tell. Was the patient on blood thinners prior to the procedure? No. How much blood was lost (ml)? Not able to determine. Did the patient require a blood transfusion? If yes, how many units were given? No. Did the post-operative care change based on the bleeding? No. What is the current status of the patient? The patient has been discharged.

Event description:
It was reported that during a laparoscopic anterior resection procedure, after assistant fired the device for anastomosis, discovered that staple line was bleeding. Had to stitch with suture. Upon checking the donuts, found that proximal donut came undone after cutting the purse string suture.